Event description:
A report was received that the patient was experiencing new leg pain shooting down to his left leg. The physician believed that it was procedure related. The physician was thinking that he scraped the nerve and expected for it to dissipate in a couple of weeks. The patient was prescribed with medication and was doing well.